Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2019by arthroscopy, sports medicine, and rehabilitation titled "a randomized comparison between lateral ligaments augmentation using suture-tape and modified broström repair in young female patients with chronic ankle instability." The study reviewed twenty-seven (27) patients who underwent foot and ankle procedures using arthrex corkscrew to treat ankle instability. One (1) patient had recurrence of instability during the thirty-four (34) month follow-up period. Ref: cho, b. K., et al. (2019). "A randomized comparison between lateral ligaments augmentation using suture-tape and modified broström repair in young female patients with chronic ankle instability." Foot ankle surg 25(2): 137-142.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.